Event description:
Consumer alleges when he first received the unit he allegedly fell out and landed on the floor hurting his back. Consumer also alleged this past saturday the unit allegedly turned on its own and he hit into a car.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.